Event description:
It is reported from a nurse, the fms leaked continuously, despite all tried per the updated instructions. The lot number is unavailable and there is no additional information.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Reported to the FDA on april 3, 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.